Event description:
The manufacturer received information alleging the screen won't turn on for a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the liquid crystal display (lcd) ribbon had caused the lcd screen not to turn on for the trilogy 100 device. In conclusion, the service technician reseated the lcd ribbon to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The bluetooth label was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.